Event description:
It was reported that during a colectomy not all the staples deployed completely, stuck to the tissue, and did not allow a complete seal. A second device was attempted and again and not all the staples were deployed completely, stuck to the tissue, and left an incomplete seal. Patient received an ileostomy due to lack of seal.

Manufacturer narrative:
(B)(4). Batch # 358a24. (B)(4). Additional information was requested, and the following was received: indications for surgery: sigmoid colonic stricture. Procedure: open sigmoid colectomy with primary colorectal anastomosis, diverting loop ileostomy. Preop there was no chemo or radiation therapy. The person that fired the device was a surgeon with extensive experience with specific stapler. The green gap indicator was right I the middle prior to firing. Stapler was closed let set for 15 sec prior to firing. Device was not difficult to close. Device fired like normal. Inspection of donuts revealed both to be intact, but one donut was thin. The device was loosened by ¾ turn. The device was rotated however the stapler would not release the staple line. The stapler was continued to be rotated and wiggled. An additional quarter turn was performed on tensioner to loosen. Babcock¿s were placed on rectal side of anastomosis to help pull against stapler being removed. After stapler was removed there was an obvious disruption of staple line posteriorly. The anastomosis was resected and performed again in similar fashion. The exact same issue occurred again with the stapler not releasing the staple line after the stapler was deployed. A positive leak test occurred afterward. Donuts were completely intact when evaluated. The anastomosis was oversewn and diverted. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. For removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.